Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient was supposed to receive their stage 2 implant yesterday but upon opening the patient, it was discovered there was an infection as there was pus at the pocket site. The patient didn't exhibit any other symptoms prior to the case. The rep stated the lead was removed and the patient was provided antibiotics but they were not kept overnight. Troubleshooting was not required. The rep inquired about what to do with the implantable neurostimulator (ins) that was opened but not used. The rep did not have the explanted lead to return.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.